Event description:
It was reported that the patient had a revision on her internal neurostimulator (ins) because the device was "coming out". It was noted that the revision was performed on (B)(6) 2012. Additional information received reported that the patient had a scheduled appointment with the physician or manufacturing representative on (B)(6) 2012. It was noted the patient's concerns were resolved during this appointment.

Manufacturer narrative:
Product ID 3889-28, lot# va009bl, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, (B)(4).